Event description:
According to the reporter: a piece of the endobag was left in the patient and it has not been reported if the piece has been removed. The surgery occurred in 2007. No further patient details or information has been provided.